Manufacturer narrative:
Additional information was provided that following the valve implant, the patient had right bundle branch block (rbbb) along with the previously related heart block. All conduction disturbances were resolved with a permanent pacemaker.

Manufacturer narrative:
Product analysis: the device remains implanted. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. (B)(4).

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, an electrocardiogram (ECG) revealed complete heart block. Subsequently, a permanent pacemaker was implanted four days later. No further adverse patient effects were reported.